Manufacturer narrative:
Inspected one opened and used sensor. We performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was removed and electrode part was only about 1mm. The customer's blood glucose value was unknown. The sensor will be returned for analysis.